Manufacturer narrative:
According to the recipient report the device was explanted due skin issues and extrusion of the device through the skin. Further during device investigation damage to the wireguard and wires of the device has been found. The detected breakage was most likely caused by the explantation process and/or transportation but based on the fatiuge failure pattern micromovements may have contributed to the breakage over the years. This is a final report.

Event description:
It was reported that the user had skin issues and the implant was partially exposed. The user has been re-implanted.

Event description:
Confirmation was received that the device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.